Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, aging deterioration of the video connector socket with long-term repeated use, failed communication between connector and the socket, resulted in image noise and missing parts of the image. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus europa (B)(4) checked the subject device and found the reported phenomenon. Also olympus europa (B)(4) found that the video connector socket had problem due to long time use. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus europa (B)(4), it was found that the image had some noise when the connector of the cable was being moved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.